Event description:
Hcp stated the patient had 2 vials and was using the multiple dock and one of the vials even though it was pierced though it would not infuse and it was not pulled into the pump. Hcp stated the administrating hcp already tried to press on the vial to make sure the spike went through but it didn't work. Additional information received on 26 nov 2025: market surveillance followed up with the pharmacist listed for additional information - device questions, lot number, sample availability. The pharmacist confirmed the device was the hyhub quad vial access device, not the duo. They stated there was only one instance of this and they figured out a resolution but would not specify what the solution was as it was a nurse who was working with the patient. Sample availability and lot number were asked, however they indicated they did not have this information. The nurse/patient contact information was requested and the pharmacist failed to provide.

Manufacturer narrative:
The complaint sample was not returned, and no lot number was provided. Due to the limited information available, the investigation could not be conducted, and the potential root cause could not be identified.